Event description:
Report received from the USA stating that the device was "making a grinding noise with a burr." The reporter stated that "the burr was not spinning freely." The device was being used in a spine surgery. There was no delay in the surgery and the surgeon was able to finish with the noisy attachment. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).